Manufacturer narrative:
3003721894-2018-00253 is associated with argus case (B)(4), polident denture adhesive cream.

Event description:
Blood came out with small stool [blood in stool]. Change in frequency of bowel habit [increased bowel frequency]. Defecation disorder/ defecation of small stool such as mucous membrane [defecation disorder]. Constipation [constipation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of increased bowel frequency in a (B)(6) -year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream fresh mint) cream for product used for unknown indication. The patient's past medical history included colonoscopy (he took colonoscopy 5 to 6 years ago, and he experienced to be near to death.). Concurrent medical conditions included blood pressure abnormal, hyperlipidemia, constipation and gastrointestinal discomfort. Concomitant products included bacillus subtilis + streptococcus faecalis (medilac-ds enteric coated capsule) and casanthranol + docusate sodium (mayqueen). On an unknown date, the patient started polident denture adhesive cream fresh mint. On an unknown date, an unknown time after starting polident denture adhesive cream fresh mint, the patient experienced increased bowel frequency and defecation disorder. On an unknown date, the outcome of the increased bowel frequency and defecation disorder were not reported. It was unknown if the reporter considered the increased bowel frequency and defecation disorder to be related to polident denture adhesive cream fresh mint. Additional details, the patient used polident denture adhesive cream fresh mint (70g) for about 4 years. For about 2 years while using the adhesive cream, he went to the toilet about 5 to 6 times in a day, or about 10 times a day. He went out from toilet even if he could not defecate many times. After 2 years had passed, the frequency to go toilet gradually increased, so he went to the toilet about 30 to 40 times. Amount those times; he defecated once or twice. Rest of times, he could not defecated and something like membrane came out. He visited internal medicine clinic, and he told that exact cause could be detected if colonoscopy was taken. About the frequency to go to the toilet, it was the only referred for the times to go for defecation. Since 2 years ago, he had urinated as sitting. Urinating as standing made something like membrane come out, he could not help urinating as sitting. Nsc's comment: polident denture adhesive cream was officially approved name of polident denture adhesive cream fresh mint in (B)(4), so polident denture adhesive cream was entered in suspect product. Concomitant medication included unspecified blood pressure medicine, unspecified hyperlipidemia medicine, frospan-d tablet, promac tablet. The action taken of the polident denture adhesive cream fresh mint was reported as unknown. Follow up information was received on 13 jul 2018: this case was reported by a consumer via call center representative and described the occurrence of blood in stool in a (B)(6) -year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. The patient's past medical history included gastroscopy (he took gastroscopy 5 to 6 years ago, and he experienced to be near to death. He also expressed that he got shocked.) And shock, unspecified. Concomitant products included phloroglucinol (frospan-d). On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced blood in stool (serious criteria gsk medically significant), and constipation. On an unknown date, the outcome of the blood in stool, defecation disorder and constipation were unchanged. The reporter considered the blood in stool, increased bowel frequency, defecation disorder and constipation to be possibly related to polident denture adhesive cream. The consumer was in same status with nothing different. It was queried in detailed of something like membrane, he said that stool came out little by little such as mucous membrane, and it looked like mucous membrane verbatim. There had been occasions that blood came out as mixed with that stool. When he defecated normal stool, there was no blood. He tried to stop using polident, but there was no suitable substitutes. He tried using unknown adhesive product, but it was much worse than polident, so he kept using polident. A doctor of internal medicine clinic recommended him to take colonoscopy, but he had developed shock during gastroscopy before, so he did not take colonoscopy. He was just prescribed with lactobacillus, and he took it orally. About con-medication, this lactobacillus was medilac-ds enteric coated capsule for defecation symptoms he suffered. Mayqueen was also for the defecation symptoms. Constipation was developed after used polident, and he said that his gastrointestinal condition was good. The consumer reported that he would withdraw polident. The action taken for polident denture adhesive cream was no change.